Event description:
It was noted by the clinical support assessment team that the patient has calculus build up on the teeth, and gingival recession on tooth #24.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.